Event description:
The clinician reports the implant was inserted (B)(6). In fdi 45. On 2019-01-12, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and bleeding. No further patient complications were reported.